Event description:
It was reported to nova biomedical that a consumer's spouse administered 20 units of insulin based on multiple high readings performed on the consumer's blood glucose meter. The consumer subsequently experienced a hypoglycemic event, which did require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.